Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose decreased to 2.8 mmol/l (50.4 mg/dl) and loss consciousness while in hypoglycemia. The patient's mother called the paramedics and was transported to the emergency room (ER). Prior to the paramedics arrival, the patient's mother gave the patient glucagon for treatment. While at the ER, the doctor checked the patient's heart and performed blood work. No other treatment was provided. The pod was discarded by the patient.